Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. The same inflation device was used subsequently with other devices after the reported product issue. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15878838 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Addendum: the preliminary analysis indicated that an axial tear was observed in the outer shaft and inner body transition seal area. The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the 142 cm. Aviator plus 4.0 x 40 balloon catheter (bc) would not inflate. The product was successfully removed from the patient. Another aviator plus 4.0 x 20 bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the right external iliac artery. The lesion was reported to be: de novo, an 80% stenosis, not calcified, and mildly tortuous. An ipsilateral approach was used for the procedure. Physician's comment: there was resistance while advancing the balloon through the guide catheter. The guiding catheter used was unknown. There was no reported product issue with the guiding catheter used. The amount of pressure used during the attempted inflation was unknown. No inflation of the balloon was noted under fluoroscopy. There was no reported leakage of contrast observed during the procedure from either the balloon or the shaft or the complaint product. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), resistance was noted while advancing the 142 cm. Aviator plus 4.0 x 40 balloon catheter (bc) through the guide catheter and, once to the target lesion, the balloon would not inflate. Upon receipt of the device for analysis a puncture/tear in the body/shaft was noted. There was no reported patient injury. The target lesion was the right external iliac artery. The lesion was reported to be de novo with 80% stenosis, not calcified, and mildly tortuous. An ipsilateral approach was used for the procedure. The physician noted, "there was resistance while advancing the balloon through the guide catheter." An unknown guide catheter was used with no product issue reported. Once at the lesion, an unknown inflation device (subsequently used successfully with other devices) was used in attempt to inflate the balloon. The pressure used is unknown. No inflation of the balloon was noted under fluoroscopy. There was no reported leakage of contrast observed during the procedure from either the balloon or the shaft of the device. The product was successfully removed from the patient. Another aviator plus 4.0 x 20 bc was used to complete the procedure successfully. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the device after removal from the patient. Fal: one non sterile catheter 4.0mm x 40.0mm 142.0cm was received coiled inside a plastic bag. The balloon was not inflated. There were blood residues observed in the returned device. Not kinks or bends observed in the returned device. An axial tear was observed in the outer shaft transition seal area. The guide catheter involved in the complaint was not returned. No other anomalies were observed in the returned device. A leak test required could not be performed since leakage was observed due to an axial tear in the outer shaft and inner body. Insertion withdrawal test was performed with .014" gw and not resistance was felt in the gw lumen. The aviator plus was introduced through a lab sample 6f .070 cordis guiding catheter and no resistance or friction was felt. The outer diameter proximal seal was measured introducing the catheter aviator through cordis lab samples 4f csi avanti and 6f .070 guiding catheter and not resistance or friction was felt. Dimensional analysis to ID proximal balloon seal was not performed since the cause of inflation difficulty was axial tear in the outer shaft and inner body. Sem analysis was performed to identify the root cause of tear. Results showed that the guide wire insertion point, the inner and outer shaft presented evidence of a rupture that probably was induced by an unknown wire, since the rupture pattern exhibited on the sample suggested that the rupture initiated from inside to outside. There is no evidence of damage by a tool or other conditions found during the analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "inflation difficulty-unable to inflate" was confirmed through analysis as a tear was noted in the inner and outer body. The exact cause could be not conclusively determined. However, based on the analysis, the tear appears to have been initiated from the inside to the outside suggesting that device interaction with the guidewire may have contributed to the puncture/cut ultimately leading to the inability to inflate the balloon. The reported "pta system resistance/friction-outer body" was not confirmed as the device performed as intended during analysis testing when inserted through the lab sample guiding catheter. Based on the information available for review, factors contributing to the difficulty reported by the customer while inserting the balloon catheter through the guide catheter are unknown; however, standard practice calls for frequent flushing and wiping of such devices in order to maintain lubricity. Neither the DHR nor the analysis suggests that the reported issues could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.